Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Instrument and system log reviews could not be performed due to insufficient information regarding the date of events and procedures.

Event description:
It was reported that over approximately the last 12 months, during unspecified da vinci-assisted surgical procedures, while attempting to cut and cauterize tissue with the monopolar curved scissor instrument, the fenestrated bipolar forceps instrument was inadvertently activated while grasping adipose and membranous tissue. There was no bleeding or injury to the patient due to the inadvertent energy activation and the green monopolar and blue bipolar cables were appropriately plugged in and connected to the instruments.